Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they've had the ins removed and was told that when they removed it, they will be getting a card, because some of the lead was left in them. Patient reviewed that their hcp would need to provide them the MRI eligibility form for lead fragments. Patient stated that they had the ins removed because the battery is dead, and added that it never really worked for them, and that they never used it. Patient also stated that the whole thing is a waste of time and money. Patient also mentioned that they needed to have an MRI. Agent documented reported events, and redirected them to the hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.